Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/11/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) /2014 with the following findings: during investigation, a review of the alarm history showed a call service alarm had occurred. Evaluation revealed moisture behind the display lens. The pump powered on normally to the verify screen. The keypad was found to auto scroll to the bottom of the menu; the keypad buttons were then unresponsive. The keypad was removed and no evidence of damage or contamination was observed on the key contacts. A leak test was performed. A leak was found at a crack in the pump case. Additional testing was not able to be performed due to moisture contamination found throughout inside of pump when the pump case was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the pump emitted a call service alarm cs 078 when attempting to perform the rewind, load and prime sequence. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.